Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had a broken cutting accessory still attached. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 8 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 1 device was not available for evaluation. Event confirmation status: 4 reported events were confirmed. 3 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by corrosion. 3 devices were found to be affected by shattered bearings.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 8 previously reported events are included in this follow-up record. Product return status 7 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 4 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 4 devices were found to be affected by internal widespread corrosion. 3 devices were found to be affected by shattered bearings.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had a broken cutting accessory still attached. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 7 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 4 reported events were confirmed. 3 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by corrosion. 3 devices were found to be affected by shattered bearings. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had a broken cutting accessory still attached. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.